Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed by performing visual and functional testing. Pump is not detecting remote dose controller. Replaced main board to fix this issue. Upon further investigation, found that latch/lock flex sensor is damaged. Replaced latch/lock flex sensor. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that the device did not recognizing the controller-where you connect the controller its kind of pushed in. The event occurred during testing.